Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized two days after the event onset date. The patient was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration not reported) and meropenem injection (1gm, intraperitoneal, frequency and duration not reported) for peritonitis. Four days after hospitalization, the patient was discharged and has recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.